Manufacturer narrative:
Endoleaks are labeled in the IFU. No product or images were returned to assist in the investigation. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, f/u guidelines. The failure mode assigned to this case is endoleak, this was determined based on the provided event description. The endoleak was treated with placement of an additional device. As with all endoleaks, it is important that the treating physician follow the pt's endoleak appropriately, and provide further treatment if the physician feels the pt is at risk of ongoing sac pressurization, aneurysm growth, and possible rupture. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. No additional actions required at this time. The risks remain at acceptable levels.

Event description:
A (B)(6) female pt underwent aaa repair on (B)(6) 2011. The pt's anatomical form was suitable for the procedure and the procedure was conducted as labeled. After placement of grafts, an endoleak (thought to be type iii) was observed from the junction part of the right iliac leg by the final angiography. Ballooning was performed at the junction part and distal site of the right iliac leg, but angiography still revealed type iii endoleak from the junction remained. Then additional iliac leg was placed a little bit lower position than that the initial right iliac leg was placed. It was confirmed type iii endoleak was resolved. The pt's condition is unk as not provided by reporter.